Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 13, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information and device evaluation) ; h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 10, 11, 3331, 706, 25). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 706 - assembly problem identified. Investigation conclusions: 25 - cause traced to manufacturing. The returned sample was inspected upon receipt and noted that the small o-ring in the venous inlet appeared to be partially seated. The sample was disassembled and confirmed a partially seated o-ring within the curved venous inlet port connection into the venous reservoir lid/housing. A representative retention sample was obtained, and the o-ring was inspected, where it was confirmed to be appropriately assembled. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Cracked venous inlet.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, they noticed a cracked venous inlet. No patient involvement. Product was changed out. Procedure completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation, however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 4761 - access port. Health effect - impact code: 2645 - no patient involvement. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1135 - crack. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.